Event description:
A customer reported to beckman coulter that the access 2 immunoassay analyzer generated erroneous troponin (accutni) results, above the acute myocardial infarction threshold or the risk stratification range, for eleven (11) patients during the period from (B)(6) 2013. The customer analyzed the patient samples for accutni in duplicates and/or triplicates, and obtained lower accutni results, in different clinical categories or outside the precision claims, on the replicates. The customer reported that the erroneous results were not released outside the laboratory. There was no report of death, injury, or change to patient treatment in connection with this event. A beckman coulter field service engineer (fse) was dispatched to the customer site to verify hardware performance in response to this event. The fse replaced the precision pump and dispense probes. The fse found the ultrasonics voltage was at 178 (instrument specification is 197 ± 3). The fse replaced the ultrasonics printed circuit board (pcb) and adjusted the voltage was to be within instrument specifications. The fse rebuilt the precision valve, and replaced the peri pump as a small vacuum leak was discovered. The fse verified service activity performed per established procedures and the results met the published performance specifications. Hardware malfunction is the likely cause of this event. This report documents the event occurred on (B)(6) 2013. The related events are documented in the below listed mdrs: 2122870-2013-00413, 2122870-2013-00418, 2122870-2013-00419.